Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Additional information was requested, however the physician was unable to remember any additional specifics to the event given the amount of time passed since the procedure. Date of event is approximate, the event happened 7-8 years ago, and the exact date is unknown. (B)(4). Csi ID: (B)(4).

Event description:
Orbital atherectomy treatment was performed on low speed for one treatment pass and on high speed for two treatment passes with the diamondback coronary orbital atherectomy device. The lesion was 85%-90% calcified. Following orbital atherectomy a non-csi wire was inserted and a balloon was inserted over the balloon. A no-reflow event was observed and nitroglycerin and cardene was administered, along with aspiration thrombectomy without improvement to flow. Imaging did not initially reveal any dissections, however once the guide wire was exchanged a dissection was observed on imaging. Balloon angioplasty was performed to significantly improve flow and another balloon was inserted to treat the dissection.